Event description:
It was reported the device exhibited a blockage alarm. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found no physical damage on the device. A review of the event history log found record of a 'high-pressure' alarm. Functional testing was unable to duplicate the reported problem. The most probable cause is a defective downstream occlusion sensor or disposable product. As a preventative measure the dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.